Event description:
Patient was admitted on (B)(6) 2014 and underwent an exploratory laparotomy with the bilateral salpingo-oophorectomy. Due to adhesions and difficulty during the surgery, a jp drain was put in from the right side of the abdomen as well as a subcutaneous drain put in from the left side to control bleeding. On (B)(6) 2014, an rn removed both drains by gently pulling out the tubing. Wound care was performed and patient was discharged home. Subsequently, patient began having lower abdominal pain and was seen by her primary care physician. On (B)(6) 2014, the cat scan showed a foreign body inside the intrabdominal cavity. An exploratory laparotomy with removal of segment of drain, one small piece and one long piece was performed on (B)(6) 2014.